Event description:
It was reported that the during use of this ablator in a shoulder arthroscopy, the physician's assistant observed a spark via the camera console coming from the ablator while inside the joint. In addition, a second spark was visually observed coming out of the incision site. At this time, the generator settings were: 90watt/cut and 50 watt/coag. There was no injury to the pt or surgical delay. The surgery was completed as intended using another ablator.

Manufacturer narrative:
Conmed linvatec received this ablator for evaluation, and during testing the device functioned to specification. Further investigation found no evidence of char marks, melted plastic or any damage inside the handle. The cause of the reported problem could not be determined. A review of the product history for the past 2 years found similar reported events with related burn injuries. The instruction for use (IFU) warn the user: electrical shock hazards and safety considerations: examine all accessories and connections to the generator before use. Ensure all accessories are properly and securely connected and function as intended. Improper connection may result in arcing, sparking, or malfunction of the device, any of which can result in an unintended surgical effect, injury, or equipment damage. Do no insert, withdraw or touch the active tip of the electrode when power is being applied. This may result in an unintended surgical effect, injury, or device damage. Do not use the ablator with a metal cannula. Non-conductive cannulas are recommended. Do not activate the electrode while any portion of the electrode tip is in contact with another metal object; localized heating of the electrode and the adjacent metal object may result in product damage or pt and/or personnel injury. Use caution when activated in close proximity to the video scope. Contact with video scope may cause pt injury.